Event description:
It was reported by the patient that their right ventricular (rv) lead and right atrial (ra) lead are "on the left side." The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5023m58 lead, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.